Event description:
New information received notes that the atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was found that the patient's atrial lead had exhibited noise over-sensing resulting in inappropriate mode switching. It was also found that the impedance of the atrial lead sustained an abrupt, significant drop. Insulation damage was suspected. No programming changes were made. There were no patient consequences.